Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure of a pacing lead, the helix was locked and could not be turned. The lead was not implanted and the procedure was completed using a new lead. No patient complications have been reported as a result of this event.